Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was not returned for evaluation. Therefore, the reported disconnection and catheter migration issues cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified in d2 and g4. H10: (expiry date: 07/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that sometime post port placement to treat infiltrating ductal carcinoma of the right breast, the connection of the port was loosened and catheter allegedly detached. It was further reported that the catheter was removed. Patient status was normal.

Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint was caused by the mfg. Process. Investigation summary: the device was not returned for evaluation. Therefore, the reported catheter migration issue cannot be confirmed. Although a definitive root cause could not be determined, improper placement technique could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified in d2 and g4. H10: d4 (expiry date: 07/2022), g3. H11: b3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post port placement to treat infiltrating ductal carcinoma of the right breast, the catheter allegedly detached. It was further reported that the catheter was removed. Patient status was normal.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products is identified. (Expiry date: 07/2022). Device not returned.

Event description:
It was reported that sometimes post port placement to treat infiltrating ductal carcinoma of the right breast, the catheter allegedly detached. It was further reported that the catheter was removed. Patient status was normal.